Manufacturer narrative:
Device was received with blank display due to moisture damaged electronic assembly. Unable to verify keypad unresponsive/button error alarm or audio/vibrate anomaly/absence of alarm due to blank display. Device was received with corroded battery tube, faded serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm and screen was hazy due to moisture. Customer also stated that insulin pump was beeping. The customer was assisted with troubleshooting and the display did not return. Customer stated that the battery compartment was not damaged. No harm requiring medical intervention was reported. The device will be returned for analysis.